Manufacturer narrative:
(B)(4). G2: foreign - romania. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the housing can not be closed properly. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, e1, e3, g3, g6, h1, h2, h3, h4, h6, h11. The reported event could not be confirmed. Review of the most recent repair record identified no repairs related to the reported event. The locking tests passed. The device history record was not reviewed as this is a limited investigation, a review of manufacturing records, a complaint history review, and a product hold/recall search will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined. Upon completion of the investigation reassessment was found that the event is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the housing can not be closed properly. No consequences or impact to the patient. Attempts have been made and no further information has been provided.